Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage and a crack at the battery site and at display. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The product return was requested for mmt-1886 and the product was returned for analysis.

Manufacturer narrative:
Blank display is confirmed due to a cracked u6 chip on pcba 2. Download difficulty is confirmed due to the blank display. The complaint of cracked battery side and screen is not confirmed however, other cosmetic damage noted. Is confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.